Event description:
It was reported by a corin representative that the patient was revised due to pain from cup loosening. Ops plan with dha were used as an assistive technology in the primary surgery.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, dynamic hip analysis report, patient specific visualisation report, pre-imaging, and all manufacturing steps of implant positioning and report generation were reviewed. Conclusion: this case was processed accurate according to the work instructions and was processed through to the next stage. The cup was placed according to the work instructions and adequate bony fixation was achieved. The cause of this failure is unrelated to the use of ops technology. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient was revised due to pain from cup loosening. Ops plan with dha were used as an assistive technology in the primary surgery.